Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received indicated that upon injection of contrast under normal pressures a 110cm 6sh cath f5 inf catheter split at the side holes. Only one of the three was used. There was no patient injury.

Manufacturer narrative:
The report received indicated that upon injection of contrast under normal pressures a 110cm 6sh cath f5 inf catheter ¿split at the side holes.¿ there was no patient injury. Multiple attempts to gather additional patient and procedural details have been unsuccessful. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis the reported catheter body/shaft burst could not be confirmed and the exact cause could not be determined. Based on the limited information available for review, factors contributing to the difficulty experienced by the customer could not be determined. The DHR does not suggest that the ¿split at the side holes¿ described by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.